Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint regarding a caregiver injury. It was indicated that when the staff member was in the process of turn the lift to get the resident into her chair she felt "a pop" in her back. It was reported that this individual had a similar incident 2 years ago, was off, and when she returned she was off on maternity leave for one year. She has just recently returned to work one month ago. Therefore was can assume that caregiver had pre-existing back injury was aggravated, but it was not confirmed that an injury was a result of the transfer or if the pre-existing injury prevented proper use. Description suggests that the caregiver's health condition was not fully disposable before attempting to the handling procedure. It was confirmed by the technician visiting the site that the device was being used for pt handling at the time of the event. No malfunction could be found on the maxi 500 device that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh representative found the device in good condition working to MFR specification. Our review shows that there have been no similar events reported to us. When going through the steps as presented in the IFU, it becomes clear that when the device is used as used according to the IFU it is difficult to see how using the lift device would strain a person's back, as it is designed to avoid such strain from lifting or stretching. There has been no malfunction on the lift device that could have aggravated the situation. Therefore it appears that although there is a suggestion of the lift having caused or contributed to the injury of the caregiver since the customer names the lift in combination with the back injury, it appears likely that the back injury would have been aggravated if the lift would have been there or not. The maxi 500 does not put any abnormal strain on the back of the user as shown by complaint review, simulation, and investigation of the device. When designing the device and offering it to the market, arjohuntleigh assumes that it is to be operated by a caregiver that is in a state of health that does not put in danger themselves or the people they care for. According to the above, we are able to get to the conclusion that the root cause of the complaint was found to be a pre-existing injury with the caregiver that was aggravated by normal daily work routines. It is not clear how the device caused or contributed to this aggravation. The complaint decided to be reportable in the abundance of caution. Imp ref. Report #: (B)(4).

Event description:
Arjohuntleigh has been informed about an incident where the staff member was lifting a 80 lbs resident from the bed to her chair, another staff member was assisting holding resident's legs. When the staff member was in the process of turn the lift to get the resident into her chair she felt a pop in her back. She was off for two weeks and has returned to modified duties. There was no injury to resident or other staff member.